Manufacturer narrative:
E1 - initial reporter phone has an extension number (B)(6). The complaint of leakage from micron filter on (B)(4) primary plumset could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. A lot history review could not be conducted because no lot number(s) was/were identified.

Event description:
The event involved a primary plum set, 0.2 micron filter, prepierced y-site, polyethylene lined light resistant tubing, distal microbore tubing, secure lock, 104 inch where it was reported that an unspecified chemo drug leaked from the micron filter during infusion. That there was no unprotected chemo drug exposure and no impact to the patient or healthcare provider. That the chemo spill was cleaned up per facility protocol, but it is unknown if a spill kit was used. There was patient involvement but no patient harm.